Event description:
Epic IV flow sheet showing that patient got multiple bolus's of insulin, when they did not. Rate was changed once without nurses knowledge, no harm came to patient. It/pharmacy both notified. Pump changed and removed.